Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified scan result on the adc device compared to unspecified glucose reading obtained on a competitor brand meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced seizure, loss of consciousness, "fall and an attack" and was unable to self-treat, requiring treatment of "two glucagon and cola" from a non-healthcare professional. There was no report of death or permanent impairment associated with this event. Reportedly, a scan result of 371 mg/dl on the adc device compared to a glucose reading of 36 mg/dl obtained on a competitor brand meter and the results, when plotted on a parkes error grid, fall into the e zone, showing the difference in values to be clinically significant. The length of sensor wear was 8 days. However, it is unknown when these readings were obtained in relation to the reported medical event.